Event description:
It was reported the patient experienced stimulation in the wrong location and then no stimulation sensation. After implant, stimulation was reportedly working fine and ¿control her legs coverage.¿ in the past year, stimulation reportedly gradually faded. In (B)(6) 2013, the patient lost all stimulation coverage to her legs. When the patient turned the amplitude up to 5-6 volts, she felt stimulation in her ribs. No falls or trauma reported. Other cervical spine device was reportedly working fine. It was also reported the patient¿s extension was superficial to the skin. It was reported (???) Was seen on multiple contacts during impedance testing at the default setting. Contact 24 showed greater than 4000 ohms, but showed (???) When amplitude was increased to 3.5 volts and pulse width was 450. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3998, lot# j0455157v, implanted: (B)(6) 2005, product type: lead. Product ID: 7435, serial# (B)(4), product type: programmer. Patient product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
Additional information received reported that following the previous appointment, it was decided that based on impedance testing and lack of stimulation in the needed areas, the patient would be referred to a neurosurgeon for lead and battery revision. It was noted that the healthcare professional (hcp) was going to take on doing the revision and had been reached out to many times to schedule a surgical consult and surgery. It was stated that the hcp had been unable to be reached. It was stated that as soon as the hcp was reached they could get the patient's scs implant revised and move forward. No further information was available.